Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a type ia endoleak in a non-medtronic (najuta) stent graft. The third and fourth stents from the center of the non-medtronic endoskeleton stent were not attached to the graft. The guide wire passed through the inside of the stent, then exited to the outside, and re-entered the stent. It was reported that during the procedure, the valiant captivia was inserted via the wire, passing through the skeleton of the non-mdt stent graft. However, the valiant captivia could not be delivered to the target position due to getting caught in the non-mdt device. The physician decided to remove the delivery system and re-wire it. The non-medtronic stent was noted to be damaged. The valiant captivia is reported to have contributed to this event. The physician attempted to restore the deformed non-medtronic stent graft by balloon expansion; however, this worsened the shape of the stent. The procedure was abandoned. Per the physician the cause of the events was user error. The user error is referred to the wire positioning within the non-medtronic stent. No additional clinical sequalae was provided and the patient will be monitored.